Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, including device display of 400 mg/dl and perceived site-related insulin absorption issues after a new infusion site was started. Symptoms included elevated blood glucose for several hours. Outcomes included self-monitoring with fingersticks, continued meals during perceived downward trends, and completion of troubleshooting and education without need for medical intervention. Investigation included review of the user¿s account of events and device alerts. Investigation of this case revealed no confirmed device malfunction and suggested a probable infusion site or absorption issue coupled with delayed site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.